Manufacturer narrative:
(B)(4). Initial report date: 1/7/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported as physician was verifying placement of bravo capsule, the capsule got pushed into the patient's left lung. Patient was admitted to the hospital and a bronchoscopy was performed and the capsule was removed. Patient was intubated in the ICU.

Manufacturer narrative:
(B)(4). One used bravo ph capsule delivery device was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications.